Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that during a follow-up visit, this device displayed one year remaining when the device was programmed to 3.5v at .9ms in the ventricle. However, the device displayed 0.5 years remaining with the automatic capture feature operating at 3.0v at .4ms. The was confusing to the customer therefore a technical service consultant and a product engineer were contacted and suspected that the automatic capture feature required more voltage to run. Our company received additional information that the device was explanted five months later.